Event description:
Boston scientific received information that this system was exhibiting high out of range shock impedances measurements. Boston scientific's internal technical services (ts) was contacted for troubleshooting recommendations. It was at that time ts recommended the patient undergo further testing to ensure lead and/or device-lead connection integrity. No adverse patient effects were reported and to date, no intervention performed.

Event description:
Subsequent information states the patient has since passed away at their home. No autopsy was performed and no cause of death has been communicated.

Manufacturer narrative:
Once further information is received, this event will be updated.

Manufacturer narrative:
At this time, no return of product is expected. If the device or lead is returned at a later date, this event will be reopened and updated to reflect returned product testing analysis.